Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a connection issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: sw requirement doc. From app log analysis, the reason for connectivity problems appears to be due to missing bonding keys which typically cause reconnection after pairing to fail. The issue is confirmed through log analysis. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively. Please try resetting the bluetooth cache and repairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if it's active. 2. Remove the pump from the ios bluetooth settings (settings, bluetooth, pump xxxxxxxx, forget this device). 3. Remove the mobile device from the pump. 4. Turn bluetooth off from the ios settings app (settings, bluetooth). 5. Wait 5 minutes. This wait is needed to allow the ios to reset the bluetooth cache. 6. Turn bluetooth back on. 7. Navigate to the pump pairing screen in the minimed mobile app. 8. Attempt pairing with the pump if the previous steps did not work, please try restarting your mobile device and repairing with the pump using the following steps: 1. Leave the pump pairing screen in the minimed mobile app if it's active. 2. Remove the pump from the ios bluetooth settings (settings, bluetooth, pump xxxxxxxx, forget this device). 3. Remove the mobile device from the pump. 4. Restart the mobile device. 5. Navigate to the pump pairing screen in the minimed mobile app. 6. Attempt pairing with the pump if the previous steps did not work, please try reinstalling the mmm app using the following steps: 1. Remove the minimed mobile app and all the app data (settings, general, iphone storage, minimed mobile, delete app). 2. Remove the pump from the ios bluetooth settings (settings, bluetooth, pump xxxxxxxx, forget this device). 3. Remove the mobile device from the pump. 4. Install the minimed mobile app. 5. Navigate to the pump pairing screen in the minimed mobile app. 6. Attempt pairing with the pump. The helpline has not confirmed whether the recommended steps provided has resolved the issue as the patient has not responded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.